Manufacturer narrative:
Additional information: h6 (patient and device codes). Investigation: the following allegations have been investigated: organ(muscle)/vena cava (vc) perforation, thrombosis, deep vein thrombosis (dvt), tilt, hospitalizations, dyspnea, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported hospitalizations, dyspnea, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a cook celect filter which tilted after placement and was immediately removed. During the same procedure a second cook celect filter was placed via the right jugular vein due to deep vein thrombosis (dvt). This second filter is the subject of this report. Additionally, the patient received another manufacturer's filter on (B)(6) 2013 and removed during the same procedure due to dvt. Patient is alleging organ and vena cava perforation. Patient notes and further alleges experiencing "shortness of breath. Activity level decreased". Per on (B)(6) 2013 computed tomography (CT) abdomen and pelvis without enhancement: "ivc filter is present. Inferior to the filter, the ivc is distended with hyperattenuating material extending into the iliac and femoral veins consistent with clot. Aorta is normal in diameter". On (B)(6) 2013 CT abdomen and pelvis: "vessels: ivc filter. Diffuse thrombus throughout the venous system predominantly at and below the ivc filter (with a mild region extending just beyond the filter confines), filling and expanding the lower ivc, common, internal and external iliac veins and diffusely through femoral veins. Additional extension of thrombus throughout the main left renal veins, of which there are 2 that join before the predominant renal hilar bifurcation, with partial extension of thrombus into lower pole branch. The lower vein arises from the level of the aortic bifurcation. Fat stranding and regions of thrombus. No aortic aneurysm". Per on (B)(6) 2013 duplex ultrasound bilateral lower extremities: "conclusions: extensive acute, occlusive deep venous thrombosis in the bilateral lower extremity veins. Acute, non-occlusive deep venous thrombosis in the left posterior tibial veins. Acute, occlusive superficial venous thrombosis in the bilateral proximal great saphenous veins. No evidence of arterial compromise in the bilateral lower extremities. Compared to on (B)(6) study, thrombus of the right lower extremity and proximal to the left popliteal fossa are new findings. Thrombus of the left popliteal vein is now occlusive and thrombus from the left peroneal veins has resolved". Per on (B)(6) 2013 operation performed: "bilateral lower extremity venogram, ivc g and left renal venogram, placement of temporary filter [manufacturer unspecified] and retrieval at the end of procedure. 2. Angiojet thrombectomy of bilateral fem-pop veins. Angiojet thrombectomy of inferior vena cava and left renal vein. 4. Placement of ekos catheter in left renal vein and placement of ekos catheter in ivc and bilateral fem-pop veins". "Intraoperative findings: there was thrombus in the ivc in the infrarenal region below the filter and part of the thrombus was extending above the filter too. Thrombus in the left renal vein. Bilateral iliac and common femoral vein thrombosis extending to the popliteal vein". Per on (B)(6) 2013 operation performed: "bilateral lower extremity venogram, ivc-gram, pta r civ/eiv, r civ stent placement (10x6)". "Angiographic findings: ivc: widely patent, filter in good position iliacs: bilateral patent, r side with some stenosis femoral vessels: widely patent popliteal: widely patent". "The r iliac vessels showed signs of chronic disease". Per on (B)(6) 2013 ultrasound left renal artery: "the left renal vein is grossly patent by color doppler imaging. Non-occlusive renal vein thrombosis cannot be ruled out by this exam". Per on (B)(6) 2014 right lower extremity venogram, ivc-gram, placement 135-40cm ekos catheter: "angiographic findings: findings: cava patent without clot, filter in good position and no thrombus identified. Thrombus is right common iliac vein. Thrombus and narrowing r eiv to femoral vein with evidence of chronic disease. Acute and chronic thrombus throughout femoral and popliteal vein". Per on (B)(6) 2014 right lower extremity venogram, ivc-gram, ivus common iliac to femoral veins, pta external iliac vein, femoral and popliteal veins, right external iliac stent (14x9 wallstent): "angiographic findings: findings: cava patent without clot, filter in good position and no thrombus identified. Majority of acute thrombus cleared with patency of right lower extremity deep venous system. Mild to moderate chronic thrombus identified throughout on ivus. Greater than 50% narrowing of right external iliac vein from compression of right hypogastric on ivus. Treated successfully with pta and 14x9 wallstent. Femoral vein 8mm and external iliac vein 12 mm by ivus". Per on (B)(6) 2014 ivc and bilateral iliac vein duplex exam: "conclusions: acute occlusive ivc thrombus in the terminal segment. Acute non-occlusive ivc thrombus in the infrarenal ivc above and surrounding the ivc filter. Acute occlusive thrombosis of the bilateral common and external iliac veins. A portion of the right external iliac vein stent was patent via collateral vessels. Grossly patent bilateral renal veins with normal hemodynamics. Compared to study on (B)(6) 2014, thrombus of the ivc, bilateral common and left external iliac veins are new findings. Thrombus of the right external iliac vein was noted previously". Per on (B)(6) 2018 chest x-ray: "impression: 1. Findings suggest some vascular engorgement including prominence of the azygos vein region. Recommend at least follow-up chest x-ray in 6-10 weeks. If this finding persists, may need to consider chest CT to evaluate for possibility of adenopathy". Per on (B)(6) 2019 ivc venous duplex: "conclusions: 1. Unable to positively identify the right common iliac vein. This may be due to chronic occlusion. 2. Acute occlusive deep venous thrombosis of the right external iliac vein stent. 3. Chronic occlusive thrombosis of the ivc filter at the infrarenal level and of the terminal IV. Multiple collateral veins noted feeding into the ivc superior to the occlusion. 4. Chronic non-occlusive deep venous thrombosis of the left common iliac vein stent and left external iliac vein. 5. Compared to study on (B)(6) 2014, thrombus of the infrarenal and terminal ivc has aged and is now chronic. Thrombus of the left common iliac and external iliac veins vein has aged and is no longer occlusive. Thrombus of the right external iliac vein is now occlusive and may be recurrent acute deep vein thrombosis. Retrograde flow I this vessel is no longer visualized". Per on (B)(6) 2019 chest x-ray: "partially visualized ivc filter". Impression: 1. No acute cardiopulmonary process". Per on (B)(6) 2020 CT abdomen: "ivc filter is identified with its tip approximately 2.7 cm inferior to the right renal vein. Ivc filter is tilted approximately 22 degress to the right of midline based on coronal images. It is tilted approximately 20 degrees anteriorly based on sagittal reconstructed views. The tip of the filter contacts the anterior ivc wall. No strut fractures appreciate. All of the struts project past the ivc lumen. One at approximately the 12-o'clock position extends to the right aortic wall anteriorly - axial image 20. The 1-o'clock and 3-o'clock struts also contact the right posterolateral aortic wall. At least two posterior struts extend to the vertebral surface. Strut at approximately the 8-o'clock position terminates within the back musculature. Infrarenal tapering is appreciated. The ivc proximal to the filter is attenuated".

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as a cook celect filter. Reporter occupation: non-healthcare professional. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."